Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc sensor. Customer reported receiving a "replace sensor" message and was unable to obtain readings and monitor glucose levels. As a result the customer received unspecified.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor 3mh00hjlprd has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) testing was performed and all results were within specification. No malfunction or product deficiency was identified. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer reported receiving a "replace sensor" message and was unable to obtain readings and monitor glucose levels. As a result, the customer experienced symptoms described as chest pain, shortening of breath, ¿hard to move hand or any part of body related to chronic angina that was diagnosed couple years ago¿ and received unspecified third-party treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.